Manufacturer narrative:
At this time a procedure has not been performed. Should additional information become available this investigation will be updated.

Event description:
-

Manufacturer narrative:
Additional information was received which noted that the device was deactivated due to noise on the right ventricular lead. This right ventricular lead was extracted and will be returned. The physician believed the leads insulation may have been damaged behind the device in the pocket due to the patient being of young age and the lead/device position.

Manufacturer narrative:
Should additional information become available, this investiation will be udpated.

Manufacturer narrative:
Additional information provided noted that this lead will not be returned.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was deactivated due to noise noted on the right ventricular (rv) lead. A possible insulation issue was suspected and the pacing impedances were below 200 ohms. In addition, muscle stimulation was seen. A lead procedure has been scheduled. It is not known weather this lead will be returned upon extraction. No additional adverse patient effects were reported.